Event description:
A customer reported receiving a glucose result of 395 mg/dl on their freestyle flash blood glucose monitor. She then reported feeling sweaty, shaky, dizzy, as if she could not talk, and her eyes were rolling into the back of her head. The paramedics were called, and a glucose result of 20 mg/dl was obtained on an unknown brand of glucose monitor. They attempted to administer glucose tablets in order to stabilize glucose levels.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when investigation is complete.